Manufacturer narrative:
The reported lead was received for evaluation. Visual, inspection revealed an external insulation abrasion was proximal to the suture sleeve tie impression breaching the optim sheath only. The cause of the external insulation abrasion was consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.